Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced decreased blood glucose (bg) of 46-48 mg/dl which was addressed with the customer consuming carbohydrates. Cause for bg was unknown. The customer declined to provide further information with tandem technical support.